Event description:
It was reported that, just prior to a normal battery depletion replacement procedure. This right ventricular lead exhibited noise, oversensing and high out of range shock impedance. Due to this inappropriate non sustained ventricular tachycardia episodes were recorded by the device. It was decided to evaluate this lead during the replacement procedure, as it was already programmed. This lead remains in service after the replacement of the device. No further adverse patient effects were reported.